Event description:
During follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient experienced a fluid leak on (B)(6) 2024. The nurse did not know where the leak occurred or why. It was reported the patient woke to the leak in bed. The nurse stated the cassette had been discarded and lot number was unknown. The nurse stated the patient was seen in the outpatient pd clinic on (B)(6)2024 and was started on prophylactic oral keflex per clinic protocol due the leak.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane valve actuation test ¿ passed. System air leak test ¿ passed. A post-accelerate stress test simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient experienced a fluid leak on (B)(6) 2024. The nurse did not know where the leak occurred or why. It was reported the patient woke to the leak in bed. The nurse stated the cassette had been discarded and lot number was unknown. The nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 and was started on prophylactic oral keflex per clinic protocol due the leak.

Manufacturer narrative:
Correction: g3 date received for initial submission should have been 12/18/2024.

Event description:
During follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient experienced a fluid leak on (B)(6) 2024. The nurse did not know where the leak occurred or why. It was reported the patient woke to the leak in bed. The nurse stated the cassette had been discarded and lot number was unknown. The nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 and was started on prophylactic oral keflex per clinic protocol due the leak.

Manufacturer narrative:
Correction: g4 PMA/510(k)#.

Event description:
During follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient experienced a fluid leak on (B)(6) 2024. The nurse did not know where the leak occurred or why. It was reported the patient woke to the leak in bed. The nurse stated the cassette had been discarded and lot number was unknown. The nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 and was started on prophylactic oral keflex per clinic protocol due the leak.